Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter and thruway guidewire along with a non-bsc filter protection device were selected for an atherectomy procedure. During the procedure inside the patient, there was friction between the wire and filter. The device all became jammed together and the whole system was blocked. The filter could no longer be closed. The physician slowly removed the entire system with the filter open. The procedure was completed successfully using a non-bsc stent. There were no patient complications reported and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece with a filter wire. Visual inspection of the device revealed that the guidewire was not stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The shaft showed no damage. It was noticed that the guidewire used during the procedure was a spider filter wire. The wire returned with the device was inserted into the guidewire lumen of the jetstream catheter. The guidewire transcended into the lumen with a restriction and a friction was felt. Functionality was checked by setting up the device and the device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a spider filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter and thruway guidewire along with a non-bsc filter protection device were selected for an atherectomy procedure. During the procedure inside the patient, there was friction between the wire and filter. The device all became jammed together and the whole system was blocked. The filter could no longer be closed. The physician slowly removed the entire system with the filter open. The procedure was completed successfully using a non-bsc stent. There were no patient complications reported and the patient condition was noted as stable.